Event description:
It was reported that the customer had an urgent care visit due to high blood glucose of 522mg/dl. Troubleshooting was performed. The customer experienced vomiting prior to the event. Advised the mother to call back when the tubing clamp arrives to continue testing. Instructed the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.